Manufacturer narrative:
As reported, there was a "sealant failure" during operation of a 5f mynx control vascular closure device (vcd). There was no reported patient injury. Additional information was requested but not provided. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for the investigation along with the syringe. Visual inspection of the received device showed that both button 1 and button 2 were fully depressed, and the stopcock was found open. The sealant was not present in the device, and the catheter sheath introducer(csi) related to the complaint was returned. Additionally, the device showed exposure to blood, and a minimal section of the balloon was observed not fully retracted. It was also noted that the syringe attached to the device was not set up in vacuum mode when it was received. As the sealant was not returned with the device, and both button 1 and button 2 were fully depressed, the condition of the returned device matched the intended use per the mynx control instructions for use (IFU). Nevertheless, due to the observed piece of balloon that was not fully retracted during the visual analysis, an extra functional test was executed with the device. It was reset to the manufactured state, and buttons 1 and 2 were fully depressed again to simulate the deployment and balloon retraction mechanisms. During the simulation, it was observed that the device worked as expected by fully retracting the balloon when the button 2 was depressed. A product history record (phr) review of lot f2222001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-inability to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and the sealant was not present with the device as expected. However, an additional condition of ¿balloon-retraction jam¿ was noted in the returned device since the balloon was not fully retracted with button 2 fully depressed. The exact root cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the inability to achieve hemostasis event reported. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, and proper placement of the sealant at the arteriotomy. Additionally, if the balloon was not fully retracted before device removal, which was noted with the returned device, this could dislodge the sealant from the arteriotomy when removing the device from the patient. In regard to the balloon retraction jam event, it is also difficult to determine what factors may have contributed to the event with the limited information provided since this mechanism passed functional analysis. Although, as the received syringe was not in a vacuum position when returned for analysis, it is possible that the balloon was not fully deflated before attempting balloon retraction. However, it is unknown if the syringe was manipulated after the procedure as this information was not provided by the customer. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. Per the IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Neither the phr review, nor the product analysis suggest that the failure experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, there was a "sealant failure" during operation of a 5f mynx control vascular closure device (vcd). There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation. Addendum: during product evaluation a piece of balloon was observed not fully retracted in visual analysis.

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, h3 and h6 this device is available for analysis, but the final engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A product history review is expected but not yet available.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222001 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.